Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by the patient that a revision was being done because the battery had been extremely sore, burning, and was now "sliding around." The site had been so painful during recharging that the patient could not stand to recharger and had therefore quit using the stimulation. The revision was scheduled for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.